Event description:
It was reported that this pacemaker system stored multiple inappropriate atrial tachy response (atr) events due to oversensing of the ventricular signal on the atrial channel. Technical services (ts) analyzed device episode data and provided reprogramming recommendations as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.